Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A definitive root cause could not be determined. However, based on the investigation findings, it is likely that the most probable cause of this complaint is expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the coating on the image guide tube of the elite bronchovideoscope peeled off. There was no patient involvement.